Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, broken belt clip slot, cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, minor scratches on display window and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported cracks on the insulin pump. Customer stated that the damage was near the battery and reservoir compartments. Customer also mentioned scratches on the screen of the insulin pump. Customer's blood glucose reading at the time of the call was 305 mg/dl and has treated with manual injections. No further information reported.